Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The device passed the therapy verification portions of automated electrical testing, and review of the recorded episodes noted normal function while the device was implanted. A review of the device memory noted no resets, errors, or fault codes. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in (B)(6) 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away. The death was unwitnessed and the cause was undetermined. Review of the available device data showed no faults or resets had occurred and shock impedance measurements were normal. One shock episode was recorded six days post-mortem, likely occurring during the explant process. Additionally, an episode stored on the date of death showed a bradycardic rhythm with intervals greater than two seconds. A shock was delivered in this episode due to a safety mechanism where the device assumes that long intervals (>2seconds) could be undersensing; the detections starting and ending the long interval are not used to estimate the heart rate. The s-ICD was explanted and returned for laboratory analysis.